Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced hematoma and psedoaneurysm at the right groin following a sensor implant procedure. The patient was administered with thrombin injection together with compression. Follow up diagnostics revealed thrombus. Reportedly, the issue has resolved. Note: the patient is a clinical study patient and the event is related to the procedure but not to the device.

Event description:
Additionally, record review indicated the patient was prescribed heparin too. Reportedly, the issue has resolved.